Event description:
Implantation of s1 pedicle screw occurred on (B)(6) 2011. During a physician f/u visit on (B)(6) 2011, pt complained of recurring pain. During scheduled surgical revision on (B)(6) 2012, it was discovered that the s1 pedicle screw had broken requiring replacement.